Event description:
It was reported from (B)(6) that during a craniotomy surgery, it was observed that the tip of the craniotome device was broken. The reporter stated that the tip of the device was still in the patient. There was a delay to the surgical procedure. However, the duration of the delay was not specified. It was not reported if a spare device available. There was patient involvement. There were no reports of prolonged hospitalization. It was not reported what and/or if medical intervention was required. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number (B)(6). There was no contact¿s complete address provided. The device was returned evaluation. Reliability engineering evaluated the device and found that the device had a broken tip and failed for temperature. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into and bends/breaks the neuro tip. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.